Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator did not turn on as possibly because the power adapter was burned due to heat. A boston scientific company representative was not able to verify the power adapter and the communicator indicator lights. Additional information indicated that the power cord was replaced but the issue persisted as the communicator still did not turn on. The company representative organized a shipment for the replacement communicator. The communicator remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation was not confirmed due to pest infestation. The product was returned in a condition that made analysis impossible therefore analysis was unable to confirm the observations.